Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "wants to know if her breast implants are recalled", "scar tissue", and "right implant is leaking", confirmed via ultrasound. Patient later reported rupture, tenderness, nipple discharge, cyst, fibroadenoma, and granuloma via ultrasound report. The events of cyst and fibroadenoma are considered not related to the device. Healthcare professional later reported fat necrosis. This record is for right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: granuloma. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "wants to know if her breast implants are recalled", "scar tissue", and "right implant is leaking", confirmed via ultrasound. Patient later reported rupture, tenderness, nipple discharge, cyst, fibroadenoma, and granuloma via ultrasound report. The events of cyst and fibroadenoma are considered not related to the device. This record is for right side. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/ procedure: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst(s): unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Nipple discharge: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Necrosis: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.